Event description:
Procedure type: laparoscopy. According to the reporter, the active blade broke and fell into the patient cavity when the surgeon was decorticating the urachus. The broken component was immediately retrieved. No patient injury was reported.